Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: viper cortical fix fenestrated/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): spine tango implant report - viper fenestrated screws. The reported complications were as follows: intraoperative general complications: (n=2) anaesthesiological (n=2) cardiovascular (n=4) other postoperative (before discharge) general complications: (n=1) cardiovascular (n=7) other (n=2) cerebral (n=9) kidney / urinary (n=2) liver / gi (n=4) pulmonary intraoperative surgical complications: (n=87) dural lesion (n=9) fracture vertebral structures (n=3) nerve root damage (n=9) other (n=1) spinal cord damage (n=4) vascular injury postoperative (before discharge) surgical complications: (n=3) other (n=1) csf leak / pseudomeningocele (n=1) implant malposition (n=1) other hematoma (n=2) radiculopathy (n=1) sensory dysfunction (n=3) wound infection deep (n=3) wound infection superficial surgery follow-up complications - early (< 28 days) (n=1) wound infection superficial surgery follow-up complications - sub-acute (2-6 months) (n=1) wound infection superficial reoperations at any level due to: (n=6) hardware removal (n=11) non-union (n=13) instability (n=6) implant failure (n=21) adjacent segment pathology (n=2) spinal imbalance (n=8) wound healing problem (n=3) postoperative infection superficial (n=4) implant malposition (n=4) postoperative infection deep (n=4) failure to reach therapeutic goals (n=15) neurocompression (n=2) csf-leak (n=13) other (n=13) unknown reoperations at adjacent level due to: (n=6) hardware removal (n=9) non-union (n=11) instability (n=5) implant failure (n=19) adjacent segment pathology (n=2) spinal imbalance (n=4) wound healing problem (n=3) postoperative infection superficial (n=3) implant malposition (n=3) postoperative infection deep (n=4) failure to reach therapeutic goals (n=11) neurocompression (n=11) other (n=9) unknown reoperations at same level (n=5) hardware removal (n=9) non-union (n=10) instability (n=5) implant failure (n=15) adjacent segment pathology (n=2) spinal imbalance (n=6) wound healing problem (n=3) postoperative infection superficial (n=4) implant malposition (n=3) postoperative infection deep (n=4) failure to reach therapeutic goals (n=14) neurocompression (n=2) csf-leak (n=12) other (n=6) unknown this is for depuy synthes viper fenestrated screws. This is report 1 of 2 for (B)(4).